Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 475cc saline prosthesis, catalog: 3501680, serial number: (B)(4). Manufacturer¿s reference number: pc-000171740

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/23/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 5/23/2018, mentor also received additional information: date of explant: (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately <0.1 cm within a crease. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 7289314 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/12/2018, mentor received additional information: (B)(4). The patient underwent bilateral removal and replacement with mentor smooth round high profile 600cc saline prostheses on (B)(6) 2018. Capsular contracture of unspecified baker grade was indicated during removal and replacement procedure. Capsulectomy was performed in both breast pockets. Patient¿s last known condition is satisfactory. Updated device evaluation summary: it was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. The patient underwent bilateral removal and replacement with mentor smooth round high profile 600cc saline prostheses on (B)(6) 2018. Capsular contracture of unspecified baker grade was indicated during removal and replacement procedure. Capsulectomy was performed in both breast pockets. Patient¿s last known condition is satisfactory.   The device was received at mentor without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately <0.1 cm within a crease. No other anomalies were found.    The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 7289314 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing.    Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet.  The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.  Manufacturer¿s reference number: (B)(4).